Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2019. D6b: explant date: 2019.

Event description:
It was reported that the patients device never worked for him. No device malfunction was suspected. The patient underwent an ipg explant procedure and the explanted ipg was discarded per hospital policy.